Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. The clinical events committee adjudicated that the patient suffered an mi on the same day as the index procedure. The patient was discharged on the same day.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).